Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 7 years and 7 months post implant of this 21mm aortic bioprosthetic valve, moderate regurgitation was noted. Subsequently 27 days later, the valve was successfully replaced valve-in-valve. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 7 years and 8 months post implant of this 21 mm aortic bioprosthetic valve, a transcatheter valve was implanted valve-in-valve due to moderate regurgitation. No additional adverse patient effects were reported.